Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2020. In addition to previously reported noise, impedances were noted to be above 1500 ohms and subclavian crush was suspected. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2020. In addition to previously reported noise, impedances were noted to be above 1500 ohms and subclavian crush was suspected. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise and inappropriate shocks were reported on this lead. Lead remains implanted. Should additional information become available, this file will be updated.